Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the reamer stem broke inside the reamer handle when the surgeon was attempting to team the glenoid.